Event description:
It was reported that the patient ams 700 series 3-piece inflatable penile prosthesis (ipp) had a hole in the conceal reservoir from previous surgery on (B)(6) 2015 and it worked for 3 years then stopped working. The ipp reservoir was removed and replaced with a new one. The patient status was reported to be good.